Event description:
Customer states that his brother attempted to test him with his aviva meter when the customer was unconscious, but was unable to obtain a result due to an error message. Customer's brother found the customer unconscious with "slobber all over his face" in his bedroom at 8:30 a.m. When the error message occurred, the customer's brother call the emts. Customer was taken to the hospital by the emt. It is unknown if the patient was treated by the emt. Customer was treated at the hospital with an IV (contents not provided) and released from the hospital at 4 p.m. On the same day. Customer was not admitted. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.